Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified that the sheath of the device has torn in multiple places and there are ridges visible under the remaining area. The sheath has also pulled away from the head. The junction end has multiple wear lines and scuffing. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that while drilling, the silicone part of the drill driver started breaking. Nothing fell in the patient and the surgery was completed using another device. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected: d4: lot number.

Event description:
There is no update to the prior event description provided.